Manufacturer narrative:
No adverse outcomes were reported. The customer retested the samples same day. Investigation identified the false positives were related to the neumodx cartridge lot used and a recall is being initiated for affected cartridge lots. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Results which were positive for the neumodx sars-cov-2 test strip on the neumodx 288 molecular system were discrepant.